Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Venous air and pressure alarms occurred during a routine hemodialysis treatment. The operator was unable to recover from the alarms, and rinseback was not performed due to clotting, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss was due to the operator not performing rinseback in a timely manner. The user's guide instructs the operator to promptly rinseback the patient's blood in the event of an unrecoverable alarm. The actual cause of the venous air alarm at the end of treatment is unknown, however, the user's guide indicates that air may have been introduced when making connections for rinseback. The subsequent high venous pressure alarms were most likely indicative of clotting in the blood circuit. Facility staff has been notified and the patient's heparin dose was adjusted, suggesting that the cycler alarmed appropriately. Occasional alarms during hemodialysis treatments are expected and should not result in blood loss if device labeling instructions are followed. There have been no similar problems reported subsequent to this event. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.